Event description:
Ous MDR - one day after implantation it was reported that an exit block was seen. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis proved to be within the technical specification. The analysis did not reveal any sign of a material or manufacturing problem.